Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when lead noise with inhibition of pacing issue was observed on the rv lead. Patient was asymptomatic and is pacemaker dependent. Noise was due to oversensing and inhibition of pacing. The rv lead was capped on (B)(6) 2018 and a new lead was implanted. The ra lead was capped on (B)(6) 2018 and a device was explanted both due to unspecified issues. Patient was stable.